Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: bat580074 - battery / catalog number 1650de / expiration date: 30-apr-2018. Product not received - not returned to manufacturer. (B)(4). Bat580005 - battery / catalog number 1650de / expiration date: 31-mar-2018. Product not received - not returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that potential switching events were observed on two batteries. The switching could not be reproduced by manipulating connections. Controller power-up and associated pump start events were logged, indicating a loss of power to the controller. The physician stated that when one of the batteries was disconnected to connect an ac adapter, an electrical fault alarm and the power source and battery indicators went off. When the battery was reconnected the controller worked normally. Log file review shows no electrical fault alarm, and no connection to an ac adapter during that time. The batteries and controller were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Product event summary: the returned controller passed external visual inspection, functional checks and system testing. Additional devices involved in event: d4. (B)(4). - battery d10. Yes ¿ returned to manufacturer 2018-04-12 h3. Yes h6. Method code(s): 10, 23, 38, 3372 h6. Result code(s): 3213 h6. Conclusion code(s): 77 product event summary: the returned battery passed external visual inspection and functional testing. D4. (B)(4). - battery d10. Yes ¿ returned to manufacturer 2018-04-12 h3. Yes h6. Method code(s): 10, 20, 23, 38, 3372 h6. Result code(s): 3213 h6. Conclusion code(s): 25 product event summary: the returned battery passed external visual inspection and functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected section h6 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) and two (2) batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller and batteries in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual examination and functional testing. Log file analysis revealed that the controller contains a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal premature power switching events involving (B)(4). The data file, however, did reveal instances where (B)(4) experienced a momentary disconnection and/or a disconnection and reconnection of the same battery within the preceding 15 minute interval. The disconnections occurred when the battery was the secondary power source. A review of the alarm file did not reveal an electrical fault alarm. As a result, the reported power switching events and electrical fault alarm could not be confirmed. An internal investigation has been open to evaluate the momentary disconnections. Analysis of the event file revealed three (3) controller power up with associated motor start events on 09/03/2017 at 21:21:05, 21:40:41 and 21:41:14. The data point prior to the first loss of power revealed that the controller was connected to (B)(4) with 27% relative state of charge (rsoc) on power port 1 and (B)(4) was connected to power port 2 with 24% rsoc. The data point recorded when the controller powered up revealed that the same power sources were in use, with (B)(4) connected to power port 1 and (B)(4) connected to power port 2. The data point recorded prior to the second and third controller power up event revealed that the controller was connected to (B)(4) with 25% rsoc on power port 1 and (B)(4) with 23% rsoc on power port 2. The data point recorded when the controller powered up revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2. As a result, the reported loss of power was confirmed. Based on the log file analysis, the root cause of the losses of power may be attributed to a double disconnection of both power sources due to the patient attempting to exchange the depleted batteries for fully charged batteries, given that both of the power sources connected prior to the loss of power were replaced. An internal investigation has been opened to evaluate the double disconnects. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.